Event description:
It was reported that during use on patient, the cs100 intra-aortic balloon pump (iabp) unit's monitor ECG was not getting displayed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's monitor ECG was not getting displayed.

Event description:
N/a

Manufacturer narrative:
The issue found with the external interface cable had been rectified by the facilities' biomedical engineer(bme). On bme's request for system's inspection, a getinge field service engineer(fse) connected all 3 external cables simultaneously to the patient monitor's ECG output, and observed that ECG was copied on the iabp's display. The fse checked the systems performance on iabp trainer & demo balloon, and found the unit working satisfactorily. All 3 external cables were found to be ok.